Event description:
Upon removing the conmed medium v-care uterine manipulating retractor from the vagina, it fell apart. It is not meant to disassemble. The cervix with uterus attached was secured to the green size 34mm cervical cup of the v-care as per procedure/ surgical norm. This green cup fell apart from the blue obturator/ manipulator. Device was removed from service and all pieces were obtained. The specimen was also removed successfully with no harm to the patient and no delay in procedure.